Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had increasing thresholds. The lead was explanted and replaced. During the lead replacement procedure, an upgrade of the implantable pulse generator (ipg) was planned. When the new device was connected to the lead, the set screw could not be set. It was indicated that perhaps the wrench had been rotated too many times. In addition, there seemed to be slight damage to the grommet. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had increasing thresholds. The lead was explanted and replaced. It was further reported that when the implantable pulse generator (ipg) was connected to the lead, the set screw could not be set. It was indicated that perhaps the wrench had been rotated too many times. In addition, there seemed to be slight damage to the grommet. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.